Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the insulin pump occurred esd and all the buttons was not sensitive. No harm requiring medical intervention was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.